Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown, batch no: unknown.   It was reported that the patient had an allergic reaction to chlorhexidine.   Verbatim: case description: this case, manufacturer control number 2021-0519518 , is a non-serious case of a subject (age: (B)(6) years, gender: female)who experienced: allergic to chlorhexidine and requested dressing change [drug allergy], taking 3 naps a day [daytime sleepiness], body aches, headache, extreme tiredness, low energy, diarrhea, upset stomach.